Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with automated peritoneal dialysis therapy. There was no further description of the breach in aseptic technique. The patient was not hospitalized for the peritonitis event. On unreported date(s), the patient was treated with unknown antibiotics (medication, route, frequency, dosage, and duration not reported) for the peritonitis event. Dianeal therapies were ongoing. The patient was recovering from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). On an unknown date approximately three months prior to the receipt of this report, the patient experienced peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The peritonitis was manifested by cloudy effluent. On unreported date(s), the patient was treated with intraperitoneal ancef and gentamicin (dosages, frequencies, and durations not reported) for the peritonitis event. On an unreported date, dianeal 1.5% pd4 ambuflex therapy was reintroduced and was ongoing. On an unreported date, the patient transitioned to continuous ambulatory peritoneal dialysis (capd) therapy only and is no longer using automated peritoneal dialysis therapy. It was reported that the patient was recovered from the peritonitis event (previously the outcome was reported as recovering). On an unreported date, the patient was retrained in the proper aseptic technique. It was reported that the patient would switch to hemodialysis therapy in the event another peritonitis episode occurred. Should additional relevant information become available, a supplemental report will be submitted.